Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the balloon adhered to the placed stent. Vascular access was obtained via the femoral artery. The 50% stenosed, less than 24 mm in length target lesion was located in the moderately tortuous and severely calcified, 2.5 mm to 2.75 mm in diameter distal left circumflex. This 2.50 x 24 mm promus element plus stent delivery system (sds), along with two non-bsc guide wires, were selected. The operator commented that "no other stent would have passed without additional support". Following stent deployment, the stent didn't come off the balloon easily, it took time for the balloon to deflate and detach its self from the balloon. It was further reported that "the coating on the balloon (polymer) felt sticky compared to the taxus element sds which delivers more easily". The procedure was completed with this device. No patient complications were reported and the patient' status is stable. This product is only ous approved, but it is similar to an approved us.